Event description:
It was reported that the patient presented in clinic with redness and swelling around the pocket with small amounts of yellow fluid excretion due to infection. The pulse generator was exposed to the skin. The physician explanted the device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.